Event description:
The customer reported that he had to call the paramedics due to low blood glucose. The blood glucose reading was 25 mg/dl at the time the paramedics arrived. Customer stated that his meter was showing incorrect blood glucose reading prior to calling the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the basic occlusion test, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump communicated properly with the test bg meter. No radio frequency communication anomaly noted. The down load history file shows bolus activity. The insulin pump was reset to factory default due to battery out limit alarm. No battery our limit alarm noted during testing. All operating currents are within specification. Off power functions properly. The insulin pump passed the displacement test. The insulin pump properly recorded the test boluses in the bolus history screen. No bolus anomaly or history anomaly noted.